Event description:
Lb [labor and birth] or team reported recognition of an orange flame at tip of bovie during cauterization of a bleeding vessel with a clamp and bovie. Resident reportedly released power to bovie, raised above the field and flame self-extinguished. Bovie was removed from field and replaced with sterile single pack bovie- without further incidence in repeating same procedure for the rest of the case. This event occurred in or1. [Redacted] asked to or due to extensive, dense adhesions prior to entering uterus. Bleeder was grabbed with kelly clamp and bovie applied to cauterize bleeding. Spark between bovie and patient tissue seen, bovie removed from field with visible orange flame, release of bovie power button, held upright and extinguished on own. Md team witnessed a true orange flame at tip of bovie. Team called for replacement bovie, performed same procedure throughout surgery without incident. Bovie was set at 40/40 for both. Manufacturer response for cautery pencil, valleylab sm (bovie/pencil) (per site reporter). [Redacted] met with mfg and medline (who distributed the product in their kit).